Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications due to no sample was returned for evaluation. The product was used for treatment purposes. A potential failure mode could be ¿not biocompatible¿ with a potential root cause of ¿materials of construction are not biocompatible, inadequate biological evaluation¿. Based on this failure information the risk is medium. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product code is unknown, the drain bag product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there were breaks in the bag. It was noted that the bag from the surestep foley insertion closed-system kits but does not provided the product catalog number. A bag leaked on two incidents, one of the leaks resulted in a urinary tract infection (uti).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there were breaks in the bag. It was noted that the bag from the surestep foley insertion closed-system kits but does not provided the product catalog number. A bag leaked on two incidents, one of the leaks resulted in a urinary tract infection (uti).